Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi coronary atherectomy device (oad), a perforation occurred. The target lesion was 70% stenosed and located in the mid left anterior descending artery. Following the first pass with the oad on low speed, a perforation was noted. A pericardiocentesis was performed and a stent was placed to resolve the perforation and the patient was in stable condition following the procedure.